Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 685mm distal to the strain relief. The hypotube was also noted to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that shaft fractured occurred. The 95% stenosed, 3.0mm x 45mm target lesion was located in the moderately tortuous and seriously calcified right coronary artery. A 06/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft became fractured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft fractured occurred. The 95% stenosed, 3.0mm x 45mm target lesion was located in the moderately tortuous and seriously calcified right coronary artery. A 06/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft became fractured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.